Event description:
The hcp reported that the patient had a refill on (B)(6) 2014 and the primary drug concentration was programmed in error. The actual concentration is 760mcg/ml baclofen and the hcp programmed it to 750mcg/ml baclofen. Total flex dose was supposed to be 128.54mcg/day but due to the programming error the patient was receiving total flex dose of 130.2mcg/day. Per the hcp the patient was doing well and has no adverse therapy effects from the error. The patient was coming for a refill the beginning of (B)(6) 2014 and wondered if they needed to do a bridge bolus. The drugs and concentrations were not changing. It was reviewed no bridge was needed and to just update to the correct primary baclofen concentration. The pump was used to deliver morphine and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11007r10, implanted: (B)(6) 2002, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The programming was corrected on (B)(6) 2014. The patient experienced no adverse effects.